Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was component failure of the distal end (the distal end unit has deep dent). A root cause could not be identified. Based on the results of the investigation, it is likely that the distal end unit had a deep dent resulting in moisture ingress inside the image lens and occurred the foggy image malfunction. The cause of the distal end failure could not be determined. The most likely cause is some kind of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had foggy image and moisture inside the image lens. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.